Event description:
It was reported that a user contacted support regarding alerts on an ilet pump and experienced hyperglycemia with a reported blood glucose of 400 mg/dl after a recent supply change and meal; the user reported running out of insulin prior to the event and did not note issues with the previous infusion set. Symptoms included elevated blood glucose. Outcomes included on-device alerts prompting user action and self-monitoring; no injury, medical intervention, or hospitalization occurred. Troubleshooting and education were completed, including guidance to monitor with fingerstick and to call back if glucose did not trend down. Investigation included user interview and technical support review. Investigation of this case revealed no confirmed device malfunction and an unclear cause. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device performance issue identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.